Event description:
Additional information was received from the patient (pt). They reported that the rep came to their home and changed the program. Pt will wait for a few days to see if it helps and if not will call the rep again. Pt noted the battery was doing batter but needed to be charged twice a day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient stated the gal from your company comes to the house - most of the time it takes so long to charge. The back stimulator still is not working and pain is still there. They stated that she was coming out tomorrow to reprogram. The 10-day stimulator (understood as the trial stimulator) worked wonders and was why they went with this one (implant), but they stated that they have not had any good results. They were hoping she could help them when she comes.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Patient reported they have to charge the battery often. Patient stated their was pain.

Event description:
Additional information was received from the patient. The pt noted the trial was great, but the implant does not do anything to help the pain. It is terrible. They feel some stimulation but does not help the pain like the trial. The battery charging is awful and they spend all day charging the battery. Back hurts and charging batteries all day. Additional information was received from the patient. It was reported that they tried to fix, but still nothing. They haven't seen the rep or heard from her. The pt is still in pain and unable to walk very far. This device doesn't work - that trial one was fantastic . The pt is so ready to have it removed and as pain is no better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.